Event description:
It was reported that during testing of the device at the user facility, the device tips were found to be chipped and silver plating material was missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.